Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, as the lead exhibited loss of capture (loc) at maximum output. The dislodgement was discovered through fluoroscopy during lead revision. No additional adverse patient effects were reported.